Event description:
It was stated that the device has pressure alarm there was no reported patient involvement.

Manufacturer narrative:
One device was returned for investigation. The customer issue was confirmed. Pump alarms for pressure to early. Visual test was performed. Visual and functional testing was performed. Dso seal will be replaced, and pump will be opened to tighten the power socket. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. Review of event log found ehl shows "high pressure" alarm messages. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable caused by an air bubble under the dso seal which leads to missing/false calibration data.